Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing driveline fault alarms on two separate system controllers. The patient was asymptomatic. An abnormal kink in the percutaneous lead (lead) was noted. The manufacturer's technical services reviewed the data log files and a pattern indicating a possible issue with the lead was noted. On (B)(6) 2015, technical service personnel conducted an evaluation of the lead, where the brown wire was found to be open during the phase interrupter test. A distal end lead replacement was performed. No subsequent alarms have been reported.

Manufacturer narrative:
Approximate age of device - 3 years, 10 months. The manufacturer was unable to conduct an investigation of the pump as the patient remains ongoing with the implanted device. However, the report of driveline fault alarms was confirmed based on the evaluation of the replaced portion of the percutaneous lead (lead) that was returned for evaluation. Approximately 9 inches of the external portion/distal end of the lead was returned. Removal of the reinforcing sleeve and examination of the shielding and bionate revealed an area with shield breakdown approximately 3 inches from the metal/controller connector. An electrical continuity test of the returned portion of lead was conducted and a continuity issue was found in the brown wire. The remaining shielding and bionate were removed and examination of the underlying wires revealed that the brown wire was fractured, approximately 2.5 inches from the metal/controller connector, at the terminus of the distal-end bend relief. The conductors of this wires were exposed. Further examination of this area under a microscope revealed that the inner conductor of the yellow wire was also partially fractured. The fracture of the conductors of the wires appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The fractured inner conductors would have resulted in the reported driveline fault alarms. No further information was provided. The manufacturer is closing its file on this event. Placeholder.